Event description:
It was reported that during the implant procedure, the right ventricular lead was repositioned three times until satisfactory electrical measurements were obtained. When the physician was getting ready to close the patient's pocket, the patient's blood pressure dropped and stopped breathing. The patient was then given medication and the pocket was closed. An echo was performed which revealed a lead perforation had occurred. A pericardiocentesis was performed followed by cardiopulmonary resuscitation efforts but the patient's blood pressure went up and dropped again. The patient was transferred to the ICU but deceased. The patient had a do not resuscitate in order. No additional information was reported.